Event description:
An implant was explanted due to inadequate osteointegration. The dr reported that the reason for implant loss resulted from the implant being loaded too soon. Infection was noted. In addition, the pt is reported to have a clenching habit.